Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, this guidewire was used and a balloon aortic valvuloplasty (bav) was performed. As the delivery catheter system (dcs) was advanced through the aortic arch, hypotension was noted. Upon initial deployment, the valve was too deep and was recaptured. The blood pressure continued to decrease. A pericardial effusion was identified. The dcs and valve were withdrawn from the body to address and treat a perforation. Loss of pressure and ventricular tachycardia were reported. Compressions and two defibrillations were performed. A new valve and new dcs were used to complete the procedure. Per the physician, the perforation was caused by the soft part of the guidewire (not the tip). No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional information was received that the guidewire was visually inspected and the tip of the guidewire was not manipulated prior to use. The guidewire was introduced through a pigtail catheter and placed in the apex of the left ventricle. The guidewire was not twisted or torqued or manipulated without fluoroscopic visualization. The position of the guidewire was visually monitored from the left anterior oblique view. No resistance was reported. It was reported the perforation was noted prior to valve deployment. Per the physician, the perforation likely occurred during the pre-implant bav. There were no patient related conditions or anatomical features that contributed to the perforation. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the perforation was reported to have been caused by the guidewire, the soft part of the guidewire, which is the tip of the guidewire. Unfortunately, the guidewire was not returned for analysis and there were no angiographic images for review. As stated in the instructions for use (IFU) and reinforced in the procedural training materials, the confida guidewire should not be pre-shaped. The IFU and product training materials also provide the following: (1) during initial placement, the guidewire should always be exchanged through a pigtail in right anterior oblique (rao) view, with control of the guidewire maintained at all times; (2) the guidewire transition point should be positioned above the apex, with the wire tip pointed away from the ventricle wall, while maintaining strict fluoroscopic surveillance of the guidewire at all times, and (3) remove the pigtail catheter while maintaining precise guidewire position in the left ventricle. If, as reported in the event description, the guidewire, caused the reported perforation that led to hypotension, effusion and tachycardia, it can be suspected that the guidewire was not visualized or monitored for correct positioning in the patient¿s ventricle, and that potentially there was forward motion placed on the guidewire during the pre-implant balloon aortic valvuloplasty (bav). The physician stated the perforation occurred during this part of the procedure. These harms are listed in the IFU's as potential adverse events and can occur despite a normally-functioning device or model implant procedure. Unfortunately, without the lot number for the confida guidewire, we are unable to review the lot history records, however, the supplier that manufactures the confida gw for medtronic, has been notified of this event. Confirmation from the supplier was received which indicated that they are unable to determine a manufacturing device related malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.